Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a scrub technician had a loading error, which caused the lens's trailing haptic to rip/detach off of a zcb00 23.5 diopter intraocular lens (iol). Lens was fully implanted in the left eye (os) of the patient on (B)(6) 2017. Therefore, it was removed and replaced with another lens. There was an incision enlargement and a suture was used. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/7/2017. Device returned to manufacturer? Yes. The returned sample was received; however, the daisy wheel was returned with no lens contained inside it. Further examination also showed no lens contained in box. No testing can be performed since the lens was not physically returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated. The product was manufactured and released according to specifications. A search on complaints related to this production order was conducted. The search revealed no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.